Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 575mg/dl and 600mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 600mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site/insulin issues. Customer could not continue with troubleshooting. Customer stated they were going to bolus and change set. The product will not be returned for analysis.